Manufacturer narrative:
Device evaluation summary: during the visual evaluation, anomalies were observed on both views of the device, consistent with a crease/fold. Additionally, an area of missing material was observed on the anterior view and extending to the posterior view, measuring approximately 3.0 cm x 6.0 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 325cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician. As a result patient scheduled for removal on (B)(6) 2020.

Manufacturer narrative:
On june, 11th, 2020 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, additional information indicated that the left side had issue with calcified capsule. As a result patient underwent bilateral removal and replacements as follow: left replaced with cat#: 3502300, sn#: (B)(6), and right replaced with cat#:3502300, sn#: (B)(6) with right capsulotomies, and left partial capsulectomy. Manufacturer¿s reference number: (B)(4).